Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Thee main component of the system and other applicable components are: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's connector pin was loose. Patient reported they were having trouble with their ins and indicated they were in pain. Programmer showed ins was depleted.